Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The valve on the vizigo¿ sheath broke and there was a bleed back from the sheath. There was physical damage to the valve. The hemostasis valve broke off and was detached inside the area where you insert the dilator/catheter. The hemostasis valve (gasket) did not break into two or more separate pieces. The event did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was not measured. It was caught early enough that it was minimal. No air entered the patient¿s body. The sheath was exchanged, and the issue was resolved, the case continued without any further incident. No adverse patient consequence was reported.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 15-feb-2022. The device evaluation was completed on 11-mar-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The valve on the vizigo¿ sheath broke and there was a bleed back from the sheath. There was physical damage to the valve. The hemostasis valve broke off and was detached inside the area where you insert the dilator/catheter. The hemostasis valve (gasket) did not break into two or more separate pieces. The event did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was not measured. It was caught early enough that it was minimal. No air entered the patient¿s body. The sheath was exchanged, and the issue was resolved, the case continued without any further incident. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the hemostatic valve was not found inside the device. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. A device history record (DHR) was performed for the finished device 50000064 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h 4. Device manufacture date has been updated. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).